Event description:
It was reported that stent dislodgement occurred. The 75-80% stenosed target lesion was located in a mildly tortuous and mildly calcified coronary atery. A 3.50 x 20mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled back from the lesion, the stent was detached from the balloon. The balloon was inflated slightly once in order to pull back the stent from the coronary artery. The stent and balloon were removed and the procedure completed with a different device. There were no complications reported and the patient was fine.

Manufacturer narrative:
The synergy xd mr ous 3.50 x 20 mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found that the stent was not returned for analysis. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon was returned in a deflated state. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during analysis.

Event description:
It was reported that stent dislodgement occurred. The 75-80% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 3.50 x 20mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled back from the lesion, the stent was detached from the balloon. The balloon was inflated slightly once in order to pull back the stent from the coronary artery. The stent and balloon were removed and the procedure completed with a different device. There were no complications reported and the patient was fine.